Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the link electronic module (lem) circuit board was out of electrical specification. As a result, it was replaced and calibrated.

Event description:
It was reported there was a telemetry failure with the programmer. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).